Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center for repair. The inspection of the device by olympus repair center confirmed the following; the reported phenomenon was reproduced with a probability of about 40%. The switch of the scope is controlled by the software of the device, but it is not linked with the color bar display. Omsc guessed that the color bar was caused by a poor connection between the endoscope and this device. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by the electrical contact of the video connector socket was disconnected. And there is possibility that the reported phenomenon at the olympus repair center was reproduced with a probability of about 40% because the scope moved and affected the contact of electrical contacts. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that when the user pressed the switch4 of the scope connected to the device, the color bar was displayed on the endoscopic image. Even after the customer replaced the endoscope to a different one, the issue was not resolved. There was no report of patient injury associated with this event.